Event description:
It was reported that patient had a fall in (B)(6) 2014 .it was also noted that patient had a loss of therapeutic effect with implant. It was mentioned that implant "came apart and stopped working in (B)(6) 2014 . The patient implant was replaced on (B)(6) 2015. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0bkay, implanted: (B)(6) 2014, product type: lead. (B)(4).